Manufacturer narrative:
Additional information was received from the user facility stating that the patient did not receive anti-coagulants post procedure and it is assumed that during this period the patient suffered the stroke.

Event description:
The physician encountered heavy friction at the device tip while advancing a non-boston scientific stent to the lesion. The physician was able to successfully deploy the stent at the lesion using force and imaging revealed an object in the distal part of the stent. The device and stent delivery system were removed and it was found that approximately 3mm of the device tip was missing and had remained in the patient. A second stent was implanted to secure the device tip and prevent migration. Immediately post procedure the patient was in a stable condition. However, it was reported that post procedure the patient suffered a stroke. The patient was reported to have some aphasia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device noted that the most distal part of the distal tip had separated from the device; this is the region where there is no reinforced braiding. The separation site was jagged with exposed braiding. The inside of the lumen at this point had three faint longitudinal stress marks in the polytetrafluoroethylene (ptfe) inner layer. Inspection of the fracture surface under magnification did not reveal any material or manufacturing deficiencies. The jagged surface at the separation site is typical of a stress fracture and shows that proper polymer flow between the two tubes when heat bonded together during manufacture. A tip bond that had not been adequately heated would exhibit a smooth edge at the separation site. The stress marks visible in the ptfe inner layer is indicative of external force having been exerted on the tip resulting in the tip bond failure and the separation. Based on the information available and the investigation finding, it is not possible to determine the exact cause of the reported event but it is most likely related to operational context.

Event description:
The physician encountered heavy friction at the device tip while advancing a non-boston scientific stent to the lesion. The physician was able to successfully deploy the stent at the lesion using force and imaging revealed an object in the distal part of the stent. The device and stent delivery system were removed and it was found that approximately 3mm of the device tip was missing and had remained in the patient. A second stent was implanted to secure the device tip and prevent migration. Immediately post procedure the patient was in a stable condition. However, it was reported that the patient's condition has since worsened and they are now on "alert state", no other information regarding the patient's condition was provided.

Event description:
The physician encountered heavy friction at the device tip while advancing a non-boston scientific stent to the lesion. The physician was able to successfully deploy the stent at the lesion using force and imaging revealed an object in the distal part of the stent. The device and stent delivery system were removed and it was found that approximately 3mm of the device tip was missing and had remained in the patient. A second stent was implanted to secure the device tip and prevent migration. Immediately post procedure the patient was in a stable condition. However, it was reported that post procedure the patient suffered a stroke. The patient was reported to have some aphasia.